Manufacturer narrative:
Outcome to adverse event: other: pain. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review results: single post-op anterio-posterior view status post lumbosacral fusion is provided. Levels of fusion are unknown. There is no lateral view provided. The inferior most screws are broken bilaterally. Fusion status is unknown. An interbody graft is present. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018, the patient presented with l4-l5 and l5-s1 degenerative disc disease, l5-s1 grade 1 spondylolisthesis, l5-s1 spondylolysis, radiculopathy; and symptoms intractable to nonsurgical therapy. She underwent a surgery at l4-s1 using screws, rods and graft. As per op notes, "...dissection was carried down the spinous processes of the l4 through s1 vertebra... A 6.5 x 40 mm screw was placed bilaterally at l4. This was done under fluoroscopy. The same process was repeated at l5 and a 6.5 x 40 mm was placed bilaterally. The same process was repeated at s1 and a 7.5 x 45 mm screw was intentionally placed bicortically. Next, the fluoroscope was transitioned in lateral plane. Satisfactory hardware placement was demonstrated using lateral fluoroscopy... No immediate complications were reported." On an unknown date, post-op, bone screws broke and pain occurred in lower back to the patient.